Manufacturer narrative:
This rv lead was attempted for re-positioning, but it appeared there was tissue stuck in the helix as the lead would not fixate into position. The physician indicated that the patient was fine, despite the perforation that had occurred. Most recently, this medical device has been returned to boston scientific. Post market quality assurance laboratory analysis confirmed that the lead was electrically continuous. The complete lead had been returned. A cut in the lead insulation was noted at 31 centimeters from the pin; dried blood in the outer coil around the cut. The lead helix did retract; dried blood was noted in the lumen past the helix housing. No further information is expected, therefore the investigation is considered closed at this time.

Event description:
Boston scientific received information that use of this transvenous right ventricular (rv) lead did result in a perforation.